Event description:
The pt ((B)(6)) received the scs system in (B)(6) 2012 (exact date unk). It was reported, the pt is no longer feeling stimulation in the lower back region and is now feeling stimulation under the left side of the ribs. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.